Manufacturer narrative:
Bd received 8 samples and 1 photo from the customer in support of this complaint. A visual examination of samples and photo was performed and revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the samples and photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with 75 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was excessive additive. There was no patient impact. The following information was provided by the initial reporter: customer has questions regarding anticoagulant appearance for cat 367863 lot 1288707.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 75 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was excessive additive. There was no patient impact. The following information was provided by the initial reporter: customer has questions regarding anticoagulant appearance for cat 367863 lot 1288707.